Event description:
Healthcare professional also reports "lot of drainage". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and granuloma further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Patient representative reported "patient is very concerned regarding the recall news." Patient reported "chronic and acute inflammatory process with granulomatous element associated to fibrosis in the sample and possible rupture". Affected side is right. Device remains implanted.

Event description:
Healthcare professional also reports double capsule.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional data: b.5., b.6., d.1., d.2., d.4., d.7., g.3., g.5., h.6.